Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The level module (23-40-20, sn (B)(4)) and the level sensor (23-27-40, sn (B)(4)) are components of the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the level detection system gave an alarm but did not stop the pump. There was no patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the issue and a serial readout of the pump was performed. The level detection system was removed and sent to livanova (B)(4) quality assurance for further investigation. A loaner unit was provided to the customer. At livanova (B)(4), the returned parts were subjected to a 24 hour test run under p-can control. No deviations occurred and subsequent tests were performed without failure. The system worked as expected and would alarm when the level dropped, followed by a pump stop. However, if the level increased above the set point before the pump stop, the pump would continue to run. The parts were returned to the customer and no further issues have been reported for this unit. As the issue could not be reproduced at livanova (B)(4), a root cause was not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.